Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 15640898, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 21711002/21711002, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent a lead and splitter replacement procedure and was doing well postoperatively.